Event description:
Complainant alleged that during a routine shift check by a clinician, the device's front panel keys were inoperable. Therefore, the device was unable to charge, discharge or select lead selections. Complainant indicated that there was no pt involvement in the reported malfunction.